Manufacturer narrative:
The rse evaluated the device remotely and determined that ECG cables were worn out. At the customer¿s request, the lead ECG trunk (989803145071) and lead set, grabber (989803145101) were replaced to resolve the issue. After that the device was returned to functionality.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the ECG cable was faulty. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.